Event description:
It was reported from canada that prior to surgery, it was discovered that the trigger was sticking on the compact air drive device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. (B)(60. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.